Manufacturer narrative:
The customer's report was observed and attributed to a foreign substance on pins on the battery interconnect board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.